Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: a review of the pump histories indicated that the pump was delivering the programmed basal rate until 4:03 pm on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The alarm history indicated a 7.1 unit cancelled bolus due to insufficient insulin, which was reflected in the black box with a corresponding ¿exceeds remaining insulin¿ warning on (B)(6) 2016 at 06:01 am. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A 10 unit test bolus was successfully delivered and recorded in the pump histories. The pump was found to be functioning correctly; the complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the bolus history showed a bolus that was cancelled. The reporter stated that they did not cancel the bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.